Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as known a possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Event, death, implant dates estimated. The UDI number is not known as the part and lot number were not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report death post mitraclip procedure. It was reported through social media (B)(6) that six days after the mitraclip procedure, the patient died. No additional information was provided.